Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the clip on the pump case did not grip well, causing the infusion set to be pulled out. Customer's blood glucose level was 200 mg/dl. An infusion set change was performed.